Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The top case assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that the display of an astral device was black. There was no harm or serious injury as a result of the event.

Manufacturer narrative:
The astral top case was returned to resmed for an investigation. Performance testing revealed a touchscreen error and inoperable touchscreen. Visual inspection of the top case revealed physical damage to the touchscreen with a crack found on the display. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to physical damage to the touch screen from external impact. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that the display of an astral device was black. There was no harm or serious injury as a result of the event.